Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. It was also stated that there were multiple previous surgeries, suspected that joint line was elevated. Femoral construct was removed and replaced with distal femoral. Tibia construct was well fixed and left in place. Patient is of average activity level. Doi: unknown. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.